Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive 30 colony forming units (cfus) of total aerobic mesophilic flora and <1 colony forming units (cfus) indicator micro-organisms (enterobacteria, pseudomonas aeruginosa and other pseudomonas, stenotrophomonas maltophilia, acinetobacter sp, staphylococcus aureus, enterococci, candida sp., filamentous fungi). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes and deviations from instructions for use (IFU) were identified, it was confirmed that the customer: had not performed suctioning water at precleaning. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus provided the following result of the culture test, performed at the third-party labs: sampling report date: (B)(6) 2024. Sampling from: all channels. Cfu:30 cfu. Bacterial identification: aerobic mesophilic flora. Sampling report date: (B)(6) 2024. Sampling from: all channels. Cfu:13cfu/endoscope. Bacterial identification: micrococcaceae, bacillaceae. The result of culture test at the third-party labs ordered by the user: the bacteria higher than the local standard value, reported by the user, were not detected in culture test by the third-party labs olympus ordered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.